Manufacturer narrative:
H.6. Investigation summary: DHR, quality notification and maintenance analysis were reviewed and no occurrences potentially related to the occurrence was observed. The sample sent by the customer was verified and it was possible to observe syringe tip breakage. The potential cause for the problem is a barrel jam at assembly machine, causing the damage at syringe tip. As action to this defect an improvement will be implemented at control and detection of tip break at syringe packaging process according ca112/2019. The incident identified from this complaint will be monitored for trend evaluation. H3 other text : see section h.10.

Event description:
It was reported that an unspecified number of syringe plastipak 20ml s/su experienced the tip/luer of syringe breaking off prior to use. The following information was provided by the initial reporter: it was identified defect in the tip of the syringe that is broken.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe plastipak 20ml s/su experienced the tip/luer of syringe breaking off prior to use. The following information was provided by the initial reporter: it was identified defect in the tip of the syringe that is broken.